Event description:
It was reported that the ventilator while connected to a patient generated a technical error code indicating an internal memory error. There was no harm to the patient. (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).